Event description:
Patient felt pain in subluxation event a few months after index surgery. X-rays revealed that the caged glenoid had failed. The cage and one peripheral peg disengaged from the poly and the glenoid was no longer seated. Revision surgery was performed and it was discovered that the patient had a failed subscap. Remaining peripheral peg and cage were removed, as well as resurfacing cap and cage. Surgeon decided to move forward with a reverse shoulder due to failed subscap and concerns of repairing rotator cuff.

Manufacturer narrative:
Pending engineering evaluation.

Manufacturer narrative:
Engineering evaluation noted that the experience reported was likely due to anterior instability resulting from a failed subscapularis repair. Secondarily, the anterior dislocation caused a disassociation failure of the cage glenoid.